Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the MRI tech reported the patient (pt) said their device "doesn't work, they're not using it." Patient said it has not worked for 10 years. Additional information was received from the patient. They reported that they have contacted their doctor about their device not working, their last appointment being on (B)(6) 2024. Patient did not know why the equipment stopped working. It was unknown if due to normal battery depletion. The doctor has observed the machine not working. The doctor will be replacing the device on (B)(6) 2024. It was reported that the issue was not yet resolved.